Event description:
Mother of infant pt provided nursing staff with two infant pacifiers (in addition to the pacifier reported on ((B)(6) 2017) because she noted a hard and jagged clear plastic component was exposed through the surface of the device. The exposed plastic portions were approx 1-2cms and noted to be very sharp. Dates of use: (B)(6) 2016 - (B)(6) 2017.